Event description:
A device was returned to the third-party service center for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has visualization of foam particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.